Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery alarm from the insulin pump. The customer stated that she has contacted her health care provider regarding her high blood glucose readings. The customer stated that she treated the high blood glucose readings with the pump. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to contact her health care provider regarding her high blood glucose readings.